Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, post-paced t-wave oversensing was noted on the device. Technical support was contacted, and programming recommendations were provided. Further intervention is anticipated, however the device is currently only being monitored. The patient was stable with no adverse consequences.

Event description:
Additional information received that the device was reprogrammed to resolve the event. The patient experienced no consequences.